Event description:
A customer reported "4251 wash-syringe home detect error" on the aia-900 analyzer. The customer rebooted the analyzer, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running prime wash. Fse noticed leaking from the wash syringe and inspected the wash block, found the bushings and its gasket damaged. The wash syringe block was rebuilt with new bushings and gaskets, which resolved the complaint. Fse successfully performed multiple wash prime cycles and quality control (qc) run without error. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12: flags and error messages states the following: [4251] wash-syr home detect error. Cause: the home sensor s100 failed to be activated after the wash syringe moved toward the home position. No further operation will take place. Action: remove the impediment or other cause of the error. Check s100 and pm100 for a possible malfunction. The most probable cause of the reported event is due to broken bushing in wash syringe assembly.